Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient never had any therapeutic effect. The drug was titrated down and the pump was filled with saline in preparation for explant in approximately 2 weeks. It was also reported, the catheter dislodged for a second time and was no longer in the intrathecal space. Patient had a "goose egg size bump" in their back. Additional information has been requested and will be made available as follow up as it becomes available.